Manufacturer narrative:
The product has been returned for eval and testing, however, the engineering eval is not yet complete. Additional info will be submitted within 30 days upon receipt.

Event description:
Coil stretched. This male pt was undergoing coil embolization within a carotid cavernous fistula (ccf). There was no calcification/tortuousity noted within the vessel. No resistance encountered when the coil was initially being advanced through the sl-10 from bsc microcatheter (mc) to the target site. Eight orbit coils were placed using this mc without difficulty. The 9th coil was being withdrawn for repositioning in the aneurysm when it stretched. There was a one to one relationship between the coil and delivery tube verified with fluoro prior to repositioning. The mc was not being re-positioned. The stretched coil placed safely into the fistula. Continuous flush was maintained within the mc. There was no resistance advancing the guidewire into the microcatheter. The stretched coil was gently pushed into the ccf without any complications. There was no adverse effect to the pt.